Manufacturer narrative:
Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. Through a review of the event history log the unspecified reported system error was determined to be a system error 110. The reported condition was verified. The device was found out of specification in relation to the reported system error 110 alarms which were not reproduced. System error 110 were verified and found during a visual internal inspection to be caused by loose motor gears. The motor gears were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified system error during therapy (medication, dose, programmed amount and delivery rate unknown) in the general b unit. There was no patient injury or medical intervention associated with this event. No additional information is available.